Manufacturer narrative:
The investigation determined that the event was consistent with a preanalytical issue at the customer site (poor sample quality). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode and k electrode results from seven patient samples tested on the cobas 8000 cobas ise module (double). The initial results were deemed implausible and falsely high prompting the rerun of the patient samples on another module. Sample ID (B)(6) the initial na result from the module is 151 mmol/l. The repeat result from the other module is 139 mmol/l. Sample ID (B)(6) the initial na result from the module is 161 mmol/l. The repeat result from the other module is 143 mmol/l. The initial k result from the module is 4.69 mmol/l. The repeat result from the other module is 4.19 mmol/l. Sample ID (B)(6) the initial na result from the module is 154 mmol/l. The repeat result from the other module is 142 mmol/l. Sample ID (B)(6) the initial na result from the module is 153 mmol/l. The repeat result from the other module is 140 mmol/l. The initial k result from the module is 5.0 mmol/l. The repeat result from the other module is 4.56 mmol/l. Sample ID (B)(6) the initial na result from the module is 155 mmol/l. The repeat result from the other module is 145 mmol/l. Sample ID (B)(6) the initial na result from the module is 153 mmol/l. The repeat result from the other module is 143 mmol/l. Sample ID (B)(6) the initial na result from the module is 149 mmol/l. The repeat result from the other module is 140 mmol/l. The lower repeat results were deemed correct.